Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered tubing detachment while sitting which results into the replacement of infusion set. The insertion site was at right abdomen and the pump is located at righ hip. The infusion set was in use for one night. This event was occued on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city (B)(6).